Event description:
During an af ablation procedure, a blood leak was noted. During preparation of the transseptal puncture, prior to ablation but inside the patient, the physician noticed a blood leak of the sl0 valve on the proximal part of the sheath. The catheter was exchanged for another sl0 sheath resolving the issue and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.